Event description:
Pt: (B)(6), note: info re: this event was shared with (B)(4) at zimmer on 08/06/2019. On (B)(6) 2006, pt received a left total hip arthroplasty for coxarthrosis post femoral neck fracture. Revision involved removal of previously placed magna-fx screws x3 and ebi bone stimulator. The implant used was a zimmer ingrowth zmr size c stem, 35 build eo proximal body, 35 length x 16 diameter taper stem extension, and a metal on metal durom large head system with a 60mm acetabular component and a 54mm head with +0 neck. This worked well until about (B)(6) of 2018, when he fell and bruised the left hip. He recovered from this injury then suddenly developed posterolateral pain at the left hip in about (B)(6) of 2018. The pain was notable with activities, and improved a bit if he grabbed the gluteus muscle. On (B)(6) 2018, a urine cobalt was 31.8 mcg/l, and a blood cobalt was 6.3 mcg/l. He has history of lymphoma diagnosed 2011 and treated 2012-2013 with stem cell therapy and chemotherapy. He had some neurological symptoms that became noticeable in 2018 that may be consistent with arthroplasty cobalt encephalopathy (ace) but they are confounded by his history of chemotherapy. His possible ace symptoms include intermittent cognitive impairment, peripheral neuropathy, and relatively diminished strength. An fdg pet brain scan with neuro q analysis indicated focal and diffuse brain hypometabolism consistent with chronic toxic encephalopathy. He was also noting progressive forgetfulness and he developed a fine rest tremor of the left hand. Metal suppression MRI of the left hip did not show any significant evidence of adverse reaction to metallic debris (armd). Given his progressive neurological symptoms, elevated cobalt level, and the potential for the implant to develop armd, the left hip was revised on (B)(6) 2019. The old stem was sound and was in ab out 20 degrees of anteversion, the trunnion and head bore showed gross corrosion. There was reactive hypertrophic synovium with gray staining. There was no lysis about the femoral component. The acetabular component was in 45 degrees of abduction and anteverted about 20 degrees, it was not loose but was easily removed because it was only fibrously fixed, there was no lysis. Posterior and anterior capsules were intact, abduction tendons intact, and trochanteric bursa unremarkable. Fluid was aspirated from the left hip and believe to be diluted 1:2 with local anesthetic. The cobalt level of this diluted left hip fluid was 160 mcg/l. Pathology report of frozen section of left hip capsule noted presence of chronic inflammation almost entirely macrophages (marked / abundant), presence of metal particles (slate gray to dark black in histocytes, presence of few nucleated giant cells, presence of refractile material within giant cells (suture material), presence of moderate surface necrosis. Revision implant was zimmer continuum socket 62 diameter, 3 screw, delta option ceramic head 36 diameter length 3.5. FDA safety report ID# (B)(4).